Event description:
Nt821731c -the stopcock lever from the buretrol to the drain bag broke. Event 1/2.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.14 breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag effect (harm): delay in patient treatment residual risk: low the hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso luer reference fittings. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. CAPA is currently in the containment & risk management status. No determination has been made. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Sterile date of product: 06 oct 2024. Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Capa005781 was opened 08 may 2025 to investigate the increase in complaint rates for the eds product line. The CAPA is currently in the CAPA plan status. No determination has been made. Complaint history review/trend analysis: (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.11 stopcocks: luer lock thread is stripped or broken." The risk level is considered moderate. Based on complaint of "broken stopcock lever." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged drip chamber, and patient line stopcock. Drip chamber stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The patient-line stopcock was also found to have a crack on the wall and female luer. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. The drip chamber broke off the measuring base. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock valve. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted on the system stopcock. The stopcock exhibited elevated rotational resistance relative to baseline performance observed in new units. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c -the stopcock lever from the buretrol to the drain bag broke. Event 1/2.